Event description:
It was reported that the pt could suddenly on longer hear. Only some soft noises could be heard. Telemetry measurements showed a climb in the reference electrode impedance. Tests were carried out to find a breakage in the reference electrode or short circuit, nothing was found. The maps used for the pt were altered and the pt could once again hear. It was thought that an underlying problem was still there with the reference electrode. In 2002 the pt was explanted.